Event description:
The customer reported that the system was intermittently hanging, locking-up. The fse indicated the same issue and that left monitor was intermittently black. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.